Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "xenon lamp did not lit" malfunction would likely be related to a failure of the power unit. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no delay and patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon lamp won't light up, while using the surg, non-en. There was no patient harm associated with the event.